Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed lost sensor. The customer also indicated that the pump alarmed self test failed twice. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting advised customer to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump alarmed a64 during self test and lost sensor alarm when communicating to minilink transmitter due to faulty electrical component on the radio frequency board. However, the insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, a21 test and all operating current test were normal. No cosmetic damage noted.